Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the patient was having difficulties with charging and the ipg had to be charged often. The patient was doing well postoperatively and the explanted ipg was not returned. No device malfunction was suspected.